Manufacturer narrative:
Analysis of programming history. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, high impedance was seen during normal mode and system diagnostics. Follow-up showed that the device was disabled. There was no identified trauma. X-rays were received and reviewed. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector appeared fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No acute angle or lead breaks appeared to be present. A battery life calculation was performed with results of 4.73 years remaining. Surgery is likely but has not taken place.